Event description:
Reporter indicated that vns pt has experienced an increase in seizure frequency since vns implant. It was reported that the pt experienced one seizure every six weeks before vns implant and that since implant, the pt has a seizure shortly after each parameter adjustment. The pt's device was reportly programmed to on at the time of implant. Programmed parameters were reportedly increased approx two weeks later and the pt had a seizure the next day, which was less than six weeks since the pt's last seizure. It was reported that use of the magnet did not abort this seizure. Programmed device settings were again increased two weeks later and the pt had a seizure 13 days later. Use of the magnet was successful in aborting this seizure. Programmed parameters were again increased 8 days after the pt's last seizure and the pt reportedly experienced a seizure on the way home from the office visit. Use of the magnet was unsuccessful in aborting this seizure and diastat was administered. The pt's family member reports that drug levels were checked approx 3 weeks prior to last parameter increase and were within normal limits. The pt's seizure types have not changed and the pt's overall health condition is not worsening. There have been no medication changes and no known environmental stimuli that may have contributed to the increase in seizure activity. Treating neurologist indicated that the events were possibly related to adjustment of device parameters. No intervention is planned, however, neurologist is considering valium if pt continues to experience seizures after parameter adjustments.